Manufacturer narrative:
Correction: codes.

Event description:
It was reported the patient had an open cut near the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket was relocated to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.